Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the issue reported and confirmed that host pc does not boot up and advised to replace host pc. Third party engineer replaced host pc. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that host pc did not boot up. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.